Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the user facility via phone. The tse recommended running a ground isolation test and asking the facilities information services (is) department if there were any issues with their equipment during the time and date of the events. Tse also suggested replacing the gui to bd cable. The user facility informed covidien that the ventilator was tested and spoke with is and there were no issues. No additional information has been obtained.

Event description:
A report was received stating an 840 ventilator experienced a loss of communication between the graphic user interface (gui) and breath delivery unit (bdu). The ventilator was not being used on a patient at the time of the event.